Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional information can be found in b5 and d9.

Event description:
Additional information was received from the customer on 13-jul-2023 stating that based on their sample evaluation, no anomalies were observed on the product itself. Therefore, the product would not be returned.

Event description:
The incident involved a chemo safe lock vial adapter on an unknown date. The reporter stated that there was leakage. There was unknown patient involvement and no patient harm was reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.